Event description:
The pt reports an intermittent return of spasms and memory problems. In the last few months, the pt reports intermittent surging; trouble breathing and spasm control during surging, then a complete return of spasticity and improved breathing. No alarms have been noticed. The pt's last refill was three months prior. The medtronic rep connected the pt with the hcp's office; the nurse stated they have already talked about scheduling a replacement pump. The hcp reported the drug used was compounded baclofen. The pt's symptoms are transient global amnesia and confusional spells. The pump was reassessed by the neurosurgeon. The pt was put on oral baclofen to prevent withdrawal. Prior to the assessment by the neurosurgeon, the pt's pump was refilled with lioresal to assess effects of compounded drug vs. Lioresal. The pump was found to have a problem with the catheter, per the pt. A replacement surgery has been scheduled at the neurosurgeon's office.